Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent pain and discomfort at the implantable pulse generator (ipg) device implant site. The device was explanted and replaced with an implantable loop recorder (ilr). No further patient complications have been reported as a result of this event.